Event description:
Upon inserting PICC line a ml seldinger kit introducer with a guidewire was used. While removing guidewire it was found that the guidewire was uncoiling and stretching. The entire guidewire was removed from the patient without incident.